Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed cs 052-0001 verified in the black box and history. Visible moisture in display. Leak test failed due to display lens leak. Opened pump and removed from case. There was moisture on display lens.

Event description:
The reporter contacted animas on (B)(6) 2014 and reported a call service alarm. There is no reported adverse event with this complaint. There is no reported adverse event with this complaint. This report is made based on the allegation of the call service alarm issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.